Manufacturer narrative:
Explant date: correction. Device evaluated by MFR: additional information. Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(4), confirmed internal driveline wire damage that would have contributed to the reported low speed operation events and pump stoppages captured within the submitted log files. (B)(4) was returned assembled with the driveline cut approximately 8.5 inches from the pump housing and the distal portion was not returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The sealed outflow graft and the outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump. The driveline was tested for continuity in the conditions that it was received and did not reveal any discontinuities or shorts. The silicone sleeve and bionate layer were unremarkable. The metal braided shield had minor breakdown approximately 7.5 inches from pump housing. The layers were carefully removed from the driveline in order to evaluate the underlying wires. Visual microscopic examination of the driveline revealed an insulation breach to the yellow and orange wires. The insulation of the yellow wire was breached approximately 7.25 inches from the pump housing and the insulation of the orange wire was breached approximately 7.5 inches from the pump housing. The areas of wire insulation damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in this location. The remaining portions of all segments of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The observed insulation damage to the yellow and orange wires would have contributed to the observed low speed operation and pump stoppage while the patient was operating on their power module on a grounded patient cable if any of the exposed conductors from either of the wires made contact with the metal braided shield, resulting in a short to shield. The observed damage would have resulted in the low speed operation events and pump stoppages while the patient was operating on 14v batteries if the exposed conductors from the yellow wire and orange wire made simultaneous contact with the metal braided shield, resulting in a phase to phase short. The phase to phase short would have contributed to the no external power alarms captured within the submitted log files. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous percutaneous lead issue is reported within MFR report number 2916596-2019-01247. Approximate age of device 1 year. The explanted device was received for analysis. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was in clinic for visit (B)(6) 2019. The patient thought they experienced a controller fault alarm on (B)(6) 2019, so log file review was requested. The log file did not show any controller faults but did contain three pump stops, one occurring on (B)(6) 2019 and two occurring on (B)(6) 2019. The pump stop occurring on (B)(6) 2019 was during the only time the patient's white lead was connected to the power module throughout the entirety of the log file. This patient has a history of a percutaneous lead issue. The pump stop on (B)(6) 2019 was caused by a short-to-shield and the patient was hooked up to a grounded cable at the time. Originally, the pump stops on (B)(6) 2019 were suspected to be due to the emergency backup battery (ebb) being allowed to drain and the battery clips failing. After the first pump stop, it was recommended to clean the batteries and battery clips and check them for integrity. After the second pump stop was identified, it was recommended to exchange the battery clips and reseat the ebb. The patient was admitted and the site reseated the ebb riboon and exchanged the battery clips as well. Post battery-clip exchange, the patient experienced low voltage alarms while on an ungrounded patient cable. Log file review revealed the low voltage advisories and hazards all occurred while the patient was on battery power. On (B)(6) 2019 between 08:39 and 16:29 there appeared to be an intermittent weak connection between the battery and battery clip connected to the white controller power lead which caused a number of power cable disconnect events. Taking into account that the patient's battery clips were so recently exchanged, the pumps stops on (B)(6) 2019 appear to be caused by a phase-to-phase short. The patient underwent a pump exchange on (B)(6) 2019. The patient is stable post-pump exchange and was discharged from the hospital on (B)(6) 2019.